Event description:
It was reported that the implantable neurostimulator (ins) was being changed out the day following this report. There were no battery life concerns and therapy status was unknown. It was noted that the patient had motor cortex stimulation with this system. It was later reported that there was a possible problem with the ins. There was an end of service (eos)/ end of life (eol) message. Impedances were reading greater than 4,000 ohms on all bipolar pairs and unipolar pairs. There was a shocking or jolting sensation. It was noted that the patient had stimulation off for the past 4 years prior to this report due to not getting appropriate stimulation. Patient¿s facial pain re-developed and the patient had seen the healthcare professional (hcp) prior to turning stimulation back on. It was noted that when stimulation was turned on the patient felt stimulation in the ins pocket. There was an ins replacement done on the day of this report due to suspected battery depletion. It was noted that during pre-operation the old device electrode impedance showed open impedance on lead 2. It was later reported that there was greater than 4000 ohms on all or some unipolar pairs. It was noted that the patient was complaining of an odd sensation around the pocket. The battery level was ok. The patient had motor cortex for facial pain. While the system was off for the past 4 years the patient had no facial pain. It was noted that the facial pain had returned and the patient wanted to start using again. The issue was due to low battery. It was further noted that the manufacturing representative tried to program around it prior to case to see if the issue around the pocket resolved. At .9v 120pw 70 rate and 0+2-3- impedances were greater than 4000. They tried to program without contact 2. Additional information received reported the explant was on (B)(6) 2013. Patient had a loss of stimulation coverage after not using the device for 4 years. The decision was made to replace the battery since it was 10 years old. It was noted that the hcp felt it was probably a factor due to age. It was normal battery depletion. There was no patient death or injury. Patient recovered without sequelae. Additional information received reported that the hcp felt there was an issue in the header on the device and the connection to the extension.

Manufacturer narrative:
Product ID: 3587a, lot# lb3194, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.